Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, on the second firing of the device, the cartridge did not complete the staple line on the right side. A second device was opened and performed correctly. There was no pt consequence.